Manufacturer narrative:
Per tandem pump user guide: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was exposed to water due to swimming. Subsequently, the pump battery couldn't be charged. Customer¿s blood glucose level was 150 mg/dl. The customer reverted to an alternate method of insulin therapy.